Manufacturer narrative:
Device passed the displacement test, self test and a21 alarm test. No unexpected a21 and a17 alarm anomalies noted. No unexpected a21, a17 and a47 alarm anomalies noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarms. The customer stated they were able to clear the alarm and were able to complete the rewind process. The insulin pump passed the self-test. The customer had to reset everything when they changes the battery. The customer reported repetitive alarms after battery changes. The customer had experienced multiple insulin pump error alarms after battery change. The alarm occurred shortly after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.